Event description:
On (B)(6) 2014 a patient (pt) contacted our firm to report a recent ocular event; the patient did not seek medical attention. The patient reported having experienced itching and pain on insertion of oasys contact lenses (cl) and the patient was not able to wear lenses for more than a day. The pt was requesting replacement lenses. The wear and replacement schedules and lens care solution are unknown. On (B)(6) 2014 our firm spoke with the prescribing eye care professional (ecp) who stated the patient purchased lenses (B)(6) 2014 and the patient had not contacted them about any issues the patient may have been experiencing with cl. The acct stated that the patient was wearing oasys cl in 2007 had a couple of episodes of keratitis. The patient was seen (B)(6) 2007; sle revealed 1+ cell, 1+spk, 1 m infiltrate and 1-2 cells od. The patient was diagnosed with a central "k ulcer" od and seen several times over the course of a few weeks. Staff declined authorizing replacement lenses and stated the patient should be referred to them for issues.

Manufacturer narrative:
The lot number and product in question were not available. If additional information is received, it will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise executive management review meetings. Device discarded - unable to follow up. Device not returned. No evaluation will be performed.